Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-22 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains) alarm. This event occurred before use. There was no patient involvement. No additional information is available.